Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device memory data was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device will not transmit wirelessly to the remote monitor resulting in no automatic alerts. The device was unable to communicate wirelessly with programmer. The device was able to communicate with the programmer via direct induction with programmer wand and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.